Event description:
A hospital in (B)(6) reported that an rt340 breathing circuit was defective as it caused an alarm on the humidifier and the alarm stopped when the circuit was changed. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt340 breathing circuit was defective as it caused an alarm on the humidifier and the alarm stopped when the circuit was changed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the inspiratory heater wire of the breathing circuit was tested using a multimeter. Results: visual inspection revealed that no damage was observed on the complaint breathing circuit. Electrical resistance testing showed that the expiratory limb heater wire resistance was within specifications, and the inspiratory limb heater wire resistance was outside of specifications. A lot check revealed no other complaint of this type for lot number 110802. Conclusion: we are unable to determine the cause of the fault. Resistance tests and visual inspections are performed on all rt340 breathing circuits during production and those that fail are rejected. This suggests that the heater wire resistance became high post production. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt340 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.